Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip flashed and melted at 19,004 joules. Per the customer, the fiber tip was not buried in the pt's tissue. Also, it was reported the fiber tip was retrieved. No pt injury was reported.